Event description:
Pt was taken to surgery by dr to replace an infusaport that he was notified was leaking. Omnipaque dye was injected into port and x-rays revealed extravasation distal to port. Cut down incision was extneded toward sternum and loose catheter was extracted from vessel. New infusaport inserted. Pt incision was closed. Pt taken to pacu.